Event description:
The reporter stated that the tubing was popping off the cassette. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Samples have not been received from the customer. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. The issue is being monitored. No additional action is necessary at this time.